Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: postal code: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery (rirs) to remove stones, one of the basket wires of an ncircle delta wire tipless stone extractor broke. The kidney stones being removed were 1.7 - 1.9 cm. "Some" stones were able to be removed from the patient prior to discovering the broken wire. The user continued to use the device with the broken wire, to attempt to remove stones and the yellow support sheath separated. A new, same type device was used to complete the procedure. There were no adverse effects to the patient reported.

Manufacturer narrative:
Summary of event: as reported, during retrograde intrarenal surgery (rirs) to remove stones, one of the basket wires of an ncircle delta wire tipless stone extractor broke. The kidney stones being removed were 1.7 - 1.9 cm. "Some" stones were able to be removed from the patient prior to discovering the broken wire. The user continued to use the device with the broken wire, to attempt to remove stones and the yellow support sheath separated. A new, same type device was used to complete the procedure. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device has also been conducted. One ncircle delta wire tipless stone extractor was returned in the original pouch and shipping tray. One of the basket wires was broken near the distal tip of the basket and the wire was missing. The basket was deformed as a result. The remaining section of the broken basket wire was discolored, indicating the wire was exposed to a laser or electrified device. The basket assembly had separated from the handle. Both the basket sheath and basket assembly were separated at the handle. The yellow support sheath, basket sheath, and basket assembly were all separated. The flair to the support sheath was also separated but was not returned. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU provides the following information: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the condition of the returned device and the provided information it was likely the basket wire initially broke due to the wire being exposed to a laser or due to contact being made with an electrified device. The use of the device continued, during which excessive force was applied, causing the damage at the handle. The IFU supplied with the device contain precautions that the device is conductive and not to expose it to any electrified instrument, and also that excessive may cause damage to the device. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.